Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-jan-2021. The most recent information was received on 18-jan-2021. This spontaneous case was reported by a physician and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease on left essure'), sepsis ('severe sepsis'), disseminated intravascular coagulation ('disseminated intravascular coagulation') and embedded device ('on the right side: essure in the muscle and left in the uterus') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included morbid obesity (bmi 50). In 2011, the patient had essure inserted. In 2016, the patient experienced arthralgia ("joint pain"), myalgia ("muscle pain") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), sepsis (seriousness criteria hospitalization and intervention required) and disseminated intravascular coagulation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) and device expulsion ("essure in the uterus"). The patient was treated with surgery (hysterectomy and left adnexectomy and right salpingectomy - on the right side). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, embedded device, device expulsion, arthralgia, myalgia and fatigue outcome was unknown and the sepsis and disseminated intravascular coagulation had not resolved. The reporter provided no causality assessment for arthralgia, device expulsion, disseminated intravascular coagulation, embedded device, fatigue, myalgia, pelvic inflammatory disease and sepsis with essure. The reporter commented: patient¿s current status was dic (disseminated intravascular coagulation), sepsis. Measures taken at the healthcare facility to treat the patient were hysterectomy, left adnexectomy and right salpingectomy - on the right side essure was in the muscle and left in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 04-jan-2021. This spontaneous case was reported by a physician and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease on left essure'), sepsis ('severe sepsis'), disseminated intravascular coagulation ('disseminated intravascular coagulation') and embedded device ('on the right side: essure in the muscle and left in the uterus') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included morbid obesity (bmi 50). In 2011, the patient had essure inserted. In 2016, the patient experienced arthralgia ("joint pain"), myalgia ("muscle pain") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), sepsis (seriousness criteria hospitalization and intervention required) and disseminated intravascular coagulation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) and device expulsion ("essure in the uterus"). The patient was treated with surgery (hysterectomy and left adnexectomy and right salpingectomy - on the right side). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, embedded device, device expulsion, arthralgia, myalgia and fatigue outcome was unknown and the sepsis and disseminated intravascular coagulation had not resolved. The reporter provided no causality assessment for arthralgia, device expulsion, disseminated intravascular coagulation, embedded device, fatigue, myalgia, pelvic inflammatory disease and sepsis with essure. The reporter commented: patient¿s current status was dic (disseminated intravascular coagulation), sepsis. Measures taken at the healthcare facility to treat the patient were hysterectomy, left adnexectomy and right salpingectomy - on the right side essure was in the muscle and left in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.